Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a call service alarm 069 was reproduced and was unable to be cleared post-reboot attempt. The call service alarm 069 failure was defined as a language file corruption upon the language text retrieval and was recorded in the black box data as a call service alarm 87 failure. The investigators determined that the error is resident to u39 flash chip failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.